Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer reference number:: 1627487-2021-17207. It was reported the patient experienced an infection at the left lead site at an unknown date. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the left lead and burr hole cover was explanted to address the issue.